Manufacturer narrative:
The insulin pump was received with blank display due to a broken solder joint on the interface board. The unit was unable to perform the self test along with the idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and displacement tests due to the blank display. The following physical damage was noted: cracked and bleeding lcd glass, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump went blank; the customer changed the battery and the display remained blank. The patient's blood glucose at the time of incident was 422 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the blank display anomaly. The customer stated that there was a crack across the display from dropping the insulin pump on the floor. The battery end cap was also damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.